Event description:
It was reported that a solution administration set leaked from an unspecified location. This occurred during priming with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received a photo of the sample for inspection. The photos were not clear enough to verify the reported condition. A reserve sample was gravity tested with no leak noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.